Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty patient board set caused no image to display. This faulty patient board set was most likely caused by a circuit board failure. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. It was confirmed that there was no image displayed due to a faulty patient board sets which causes no image with 180 scopes. Additionally, the evaluation uncovered a worn-out video connector latch which caused poor connection to pigtails. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during an endobronchial ultrasound (ebus) procedure, the evis exera iii video system center does not display an image and the video went out. The customer changed the pigtails with no positive result. Another device was used to complete the procedure which caused a fifteen-minute delay. There was no harm, infection or user injury reported due to the event.